Event description:
Please share this with the complaint evaluators: I discussed tying a knot just below the qr buckle per IFU. The nurse manager's response was "what is the point of the buckle? Which is completely understandable. She said that would not work because they must untie it often to adjust the length to accommodate the patients position in the bed. I, then, suggested a slip knot for quick release. She said that would never happen. As a third option, I suggested utilizing the inner loop on the detachable piece to shorten the strap, adjusting the angle of the qr to help prevent slippage.

Manufacturer narrative:
H3 the reported issue of slippage was not confirmed. Evaluation of the returned product found when following the steps prescribed in the IFU, the bed connecting straps did not exhibit any slippage. Step 1b on the IFU application instructions states in order to limit unwanted adjustment, tie an overhand knot with the excess strap directly below the quick release buckle. Since no device design or manufacturing defect could be confirmed, the probable causes of the complaint could be improper application of the device. The instructions for use application instructions state insert the male end of the connecting strap into the female end of the short strap. Listen for a snapping sound. Pull firmly on the straps to ensure a good connection. To limit unwanted adjustment, tie an overhand knot with the excess strap directly below the quick-release buckle. Contraindications in the IFU state do not use this device with someone who has continued highly aggressive or combative behavior, self-destructive behavior, or deemed to be an immediate risk to others or to self. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).